Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020.

Event description:
The customer reported a v60 ventilator with a noisy blower. The reported issue was confirmed by the philips international field service engineer (fse). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The philips international field service engineer replaced the blower. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other abnormality was observed.